Event description:
It was reported that during a follow up, noise was observed. The lead will be replaced during normal device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.